Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) battery was not holding a charge for very long. The caller stated that this has happened about 4 or 5 times in the last 6-7 months, noting that the ins recharge interval got shorter as time went on. A few weeks ago, the caller stated that therapy turned off as a result of the ins battery being completely depleted. The caller indicated that the patient was able to charge the ins and turn therapy back on. However, the caller stated that the therapy turned off again (due to ins battery being completely depleted), but they confirmed that the patient was charging the ins during the call, and that they knew how to turn therapy back on. Before calling patient services, the caller stated that they reported the issue to the patient's healthcare provider (hcp), and the hcp advised them to call patient services and have the recharger replaced. Agent did not ask about the circumstances that led to the reported issue. During the call, agent reviewed that the ins depletion rate depen ds on usage and settings, but the caller denied there being any changes to programming. The caller confirmed that the patient charges their ins to 100% every time. The caller confirmed that the recharger still works, but they mentioned that the recharger antenna c ord was frayed, and had been fraying for a couple of years. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent advised the caller to have the patient follow up with their hcp if the new recharger does not resolve the issue. It was noted that the caller mentioned that the hcp told them that they had other patients who had the same issue (with ins depleting rapidly), and that replacing the recharger resolved the issue for some of them. The caller did not know any further information about these other patients. No symptoms were reported.